Event description:
The account stated they generated discrepant results while performing a correlation study between hcv eia 2.0 and bayer centaur. A pt sample tested negative on hcv eia 2.0 but generated a high reactive result on the bayer centaur. The sample was sent out for confirmatory testing and was confirmed positive. No impact to pt management was reported.

Manufacturer narrative:
Other codes used: (the investigation is in process, no results or conclusions are available at this time). This is the initial report. A final report will be submitted when the investigation is complete.